Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that after a surgery that was not diabetes-related, her blood glucose was 507 mg/dl, and her meter would only go up to 600 mg/dl. The customer stated that while in the hospital, she was on intravenous insulin. The customer was advised that with blood glucose that high, she should perform a manual injection and speak to a doctor. Nothing further was reported.